Event description:
Sterile item: olympus plasmaloop-large wa22703s/lot# 1000036743 not working correctly, causing a pt safety concern for the surgeon. Surgeon switched and completed case using a "medium loop" which has not provided the surgeon any issues. FDA safety report ID# (B)(4).